Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform functional test: passed all relevant tests. Performed receiver log review and passed. Plug receiver in to charging cord for 30 minutes and feel for hot spots: pass. Open and interior inspection: pass. Open and interior inspection: pass. The complaint could not be confirmed because the receiver passed all testing. The reported event of an overheating receiver could not be confirmed. A root cause could not be determined.